Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump had replace battery now alarm. This is the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 60 seconds and to insert new aa battery. Customer stated that spring was neither damaged nor corroded. Display did return after pump restart. Customer stated that changed 4 batteries still insulin pump was not turning on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.